Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? All answers above are unobtainable. Once there is any update, we will update the information. What was used to complete the procedure? Patient's condition? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture broke when sewing the skin in the surgery of c-section on (B)(6) 2021. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.